Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the patient experienced phrenic/diaphragmatic stimulation. It was noted there was a stability issue and high threshold on the lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.